Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dynamic y stent was attempted to be implanted within a tracheal-esophageal fistula around the carina of a patient, on (B)(6), 2011. According to the complainant, during the procedure the physician and anesthesiologist located the patient's vocal cords using a laryngoscope, frietag forceps were then used to place the stent; however a false track was created into the mediastinum. The physician recognized this issue and tried to pull the stent out with alligator forceps; however due to the tight anatomy, and the fistula, the stent was pulled off the retrieval instrument. The stent was unable to be retrieved; therefore the thoracic physician called in an otolaryngologist (ent) to assist in stent removal. A small incision was made in the patient's lower neck and the stent was successfully removed with no problems. Post procedure the patient was sent to the ICU with no issues to recover. No further attempts were made to place another stent. Additional follow up received, stated that the patient was discharged from the ICU on (B)(6), 2011 and is recovering well. The patient did not develop mediastinitis. The complainant indicated that there was no malfunction or failure of our device.